Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump primed properly. The drive support disk was inspected and no anomaly was noted. The pump was programmed with the current time and date and monitored in the 50c oven for several days. The time and date were functioning properly.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose for about 2 weeks. Customer's blood glucose was 457 mg/dl. Customer treated with a manual injection. Customer expressed the following symptoms of high blood glucose: no energy and kind of weak. Customer stated that the drive support cap was flush. Customer was assisted with correcting the time and date. Customer performed the high pressure test but it failed twice. Customer stated that the cannula was not bent or occluded. Customer reported that insulin was squirting out insulin during the prime process. Insulin was coming out of the tubing but there were no numbers on the screen. Insulin did stop once she let go of the act button. It was found that there was a gap between the piston and reservoir. It was explained that an infusion set change resolved the issue. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.